Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up exam, a message was displayed that indicated the programmed parameters were insecure. The therapy mode was off. When therapy was enabled and parameters set to the appropriate values, the device functioned normally. However, during a subsequent episode of ventricular fibrillation, the device did not revert the patient to sinus rhythm.